Manufacturer narrative:
The returned product consisted of the synergy xd mr us 3.00 x 12 mm. Stent delivery system. Visual, tactile and microscopic and device-to-device interaction testing was performed on the device. A guidewire could pass through the device without issue. A hypotube break was noted 21.7 cm. Distal to the distal end of the strain relief and a hypotube kink was located 117.4 cm. From tip of device. No other device issues were identified during returned product analysis.

Event description:
It was reported that removal difficulty occurred. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment in a moderately tortuous vessel. However, during procedure, the device was not able to cross the lesion and removal difficulty was also noted. The procedure was completed with no patient complications nor injuries reported.

Event description:
It was reported that removal difficulty occurred.a 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment in a moderately tortuous vessel. However, during procedure, the device was not able to cross the lesion and removal difficulty was also noted. The procedure was completed with no patient complications nor injuries reported.